Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a system error. It was indicated that the main printed circuit board (pcb) was out of specification electrically. It was also indicated that the output connector assembly was broken, display wires were pinched, and the lower case was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error. The epg wsa returned for service. There was no patient involvement.